Event description:
Account reports five incidents in which the flashball adaptor separated from the attached female adaptor during injection of CT contrast. Reporter stated there was no pt compromise.